Manufacturer narrative:
Original test data reviewed and was determined to be consistent with reported result. No additional analysis or investigation needed based on distributor action recent literature has demonstrated that saliva based testing methods are more accurate and more sensitive than the nasal swab. Reference: omer sb, simonov m, warren jl, et al. Saliva or nasopharyngeal swab specimens for detection of sars-cov-2. The new england journal of medicine. 2020;383(13):1283-1286. Doi:10.1056/nejmc2016359.

Event description:
Patient took a labcorp antibody test which came back negative. This is historic complaint. Submission initially submitted via e-mail in absence of emdr reporting not setup.